Manufacturer narrative:
Product ID 8870; product type software. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the health care provider (hcp) interrogated the pump a pump memory error occurred with no catheter information. This was a new patient who was implanted the week prior to the date of this report. It was thought that the physician programmer might not have had the updated software card. It was later confirmed that programmer software card was not compatible with the ascenda catheter information. The hcp was able to program "other" and enter the volume with the pump successfully updated. The hcp was to receive the updated software card. This device system initially delivered saline and was thought to have been filled with fentanyl.

Manufacturer narrative:
Product ID: 8840 lot# serial# unknown, product type programmer, physician product ID: 8780 lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter product ID: 8835 lot# serial# (B)(4), product type programmer, patient. (B)(4).